Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due atrial fibrillation with rapid ventricular response. Additionally, noise and t-wave oversensing was also observed. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.